Event description:
It was reported the (1) device was used during an unknown procedure. It was reported by the rep that the 511sd blade of the trocar, would not engage, leaving the blade shield locked. Another device was used to complete the case. There was no consequence to the patient.